Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the battery compartment was cracked at the case seal. A review of the black box showed evidence of a call service 215 alarm and was duplicated. The pump cover was removed to find an intermittent condition to the continuous glucose monitoring module due to a cold solder connection at the inter-board cold pin. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 02/23/2017.